Manufacturer narrative:
This report is submitted on june 11, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced non-auditory sensations. Audiologist reported adequate loudness levels could not be achieved via programming and the patient was only getting four hours of battery life. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on july 16, 2019. - attachment: [145215 device analysis report.pdf]